Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that leakage occurred during use at the abdomen insertion site. The leakage was reported on the cannula side at the clip (tubing) connection, occurring after a few minutes to hours following placement. A total of three devices were involved, with 2 different lot numbers. There was no patient harm.